Manufacturer narrative:
No sample collection or centrifugation data was supplied to date. Per the customer, hyb-psa qc has been within the customer's established ranges. System information has not been supplied to date. There was no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining lower than expected hyb-psa result within the normal reference range for one (1) patient that was questioned by the clinician, generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory. Subsequent testing produced higher results above the normal reference range. It is unknown if patient treatment was affected in this event.